Event description:
Durng a pcl repair it was reported that the passing pins broke. A delay of forty-five minutes resulted. A backup device was available to use in the repair. No other info is available at this time.